Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2017 with blood glucose of up to 582 mg/dl at the time of the incident. The customer was at 562 mg/dl at the time of the call. The customer experienced symptoms such as sweating and inability to stand. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the paramedics disconnected the call. The insulin pump will not be returned for analysis.